Event description:
Patients daughter reported that on (B)(6) 2021 her father was inappropriately shocked and went to the ER where the ICD was turned off due to a faulty lead. No other information was provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.